Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons nonresponsive) was confirmed. As received, the front response button was defective. The cause of the non-responsive response button is a defective response button switch. The root cause of the defective response button switch cable cannot be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor contacted zoll to report that the response buttons on a patient's monitor were non-responsive.